Manufacturer narrative:
An event of perivalvular leak (pvl), acute neurological deficit, including right sided weakness, visual changes, and balance problems, and stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Additionally, the pre-procedural CT imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿pre-procedural CT imaging was provided. The imaging showed a large nodule of calcium on the non-coronary cusp, which may have contributed to the mild pvl observed in the case.¿ based on the information received, the cause of the reported pvl could not be conclusively determined; however, the large calcification in the ncc could have contributed to the reported mild pvl. The cause of the reported acute neurological deficit, including right sided weakness, visual changes, and balance problems, and stroke could not be conclusively determined. The reported hospitalization was a result of case-specific circumstances as the patient remained in hospital for monitoring. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant during a transcatheter aortic valve implantation using a flexnav delivery system. The native aortic annulus measured as perimeter of 75mm, area of 428mm^2, and maximum diameter of 26.3mm. It was reported that there was sufficient calcium to allow sealing with the non-coronary cusp (ncc) to be the most calcified. A pre-implant balloon aortic valvuloplasty was performed with a 22mm non-abbott balloon. The valve was successfully implanted. The final implant depth at the ncc was 4mm. A mild perivalvular leak (pvl) was noted. On (B)(6) 2024, the patient had an acute neurological deficit including right sided weakness, visual changes, and balance problems. A magnetic resonance imaging (MRI) was performed, which showed a constellation compatible with multifocal punctuate acute nonhemorrhagic infarcts. Aspirin was given as treatment for the stroke. The patient's symptoms were reported to be improving. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant during a transcatheter aortic valve implantation. Mild perivalvular leak (pvl) was noted. On (B)(6) 2024, the patient had right sided weakness, visual changes, and balance problems. A magnetic resonance imaging (MRI) was performed, which showed a constellation compatible with multifocal punctuate acute nonhemorrhagic infarcts. Patient was being monitored.